Event description:
It was reported that the customer passed out with blood glucose of 35 mg/dl after two days of high blood glucose. Her blood glucose was 278 mg/dl. She went to the ER with blood glucose of 70 mg/dl after her daughter tried to feed her food, which she could not keep down. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.